Event description:
It was reported that the lead was explanted 76 months after the implantation due to oversensing with shock delivery.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 22 cm distal to the is-1 connector pin. The proximal fragment including the connector pins and yoke was received for analysis. The distal fragment including the shock coil and lead tip was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the returned lead fragments was scrutinized. The analysis showed that the insulation was found abraded through 14 cm, 17 cm and 20 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics, as well as the location of the above mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.